Manufacturer narrative:
Pending analysis, as samples are in transit to the manufacturer. A lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified on review of manufacturing records. No root cause could be established. Based on currently available information, a direct causal relationship between the coopervision device and the incident cannot be confirmed. Upon completion of the evaluation, a follow-up report will be submitted to include the results of the lens analysis and investigation findings. As the patient was wearing different device models in each eye, please refer to the associated right eye incident reported under manufacturer report number 9614392-2026-00022.

Event description:
This incident was initially reported by the non-treating eye care professional (ecp), milton vision and sport and limited information has been made available. Based on the information provided, the patient experienced corneal stromal opacities in both eyes (ou), approximately two weeks after initial wear. After symptoms developed, the patient attended two follow-up appointments, including evaluation by a ophthalmologist, dr. Noufal at milton eye surgeons. While limited information has been provided regarding ophthalmologist evaluation, diagnosis, and treatment, it is reported that temporary lens discontinuation and a lubricant eye drop were included in treatment. Good faith efforts have been made to obtain more information without success. As of the date of this report, additional information is unknown. This event is being reported out of an abundance of caution due to the lack of medical information regarding the cause, nature, and severity of the reported opacities, and the potential for such events to result in serious injury or require medical intervention to prevent permanent impairment. As the patient was wearing different device models in each eye, please refer to the associated right eye incident reported under manufacturer report number 9614392-2026-00022.